Event description:
It was reported to philips that the device had a broken and missing co2 connector. The philips field service engineer (fse) confirmed there was no patient involved when the issue was first observed.